Event description:
Home patient (hp) reports cracked minicap. Noted after use, prior to exchange. Hp currently receiving antibiotics for previous peritonitis. No pt injury reported as a result of this incident.